Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being in pain after the first surgery. The representative verified that no previously implanted screws were removed, and that the 3.5 millimeter screw used in this last case was to aid in removing the poly insert. It was not implanted in the patient.